Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was evaluated for an unrelated complaint. Upon evaluation, the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
A territory manager (tm) contacted zoll customer support on behalf of a (B)(6) male patient for an unrelated complaint. During servicing, a reportable event was discovered. The patient was provided with a replacement electrode belt.